Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system there was an issue with discoloration of the septum. There was no report of injury or medical intervention.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system there was an issue with discoloration of the septum. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR- the lot was manufactured on qfa line 1 for the amount of 176,172 from 27jul16 through 30jul16 all challenge, set up and in process samples were performed per control plans and all passed per specifications. No qn¿s were initiated during production. Received one 22ga pegasus unit with a q-syte unit attached to one of the ports. The unit was received within a sealed package from lot number 6270479. Visual/microscopic evaluation: the septum of the q-syte unit received displayed a yellow discoloration-tint. No other anomalies were found. Indeterminate: a definite source that contributed to the yellowing discoloration of the septum could not be established. Contributive factors for this defect could be the storage condition of the end user.